Manufacturer narrative:
This report is being submitted as result of a retrospective review. The event was assessed by (B)(4) (product importer in USA) on (B)(4) 2011, through a specific decision making tree, as being "not MDR reportable." It is unlikely that alcavis 50, a chloride water-based disinfectant, might have caused or contributed to the difficulties in opening and closing the pd transfer set ((B)(4)) that resulted in peritonitis. Since the concerned alcavis 50 batch number could not be obtained, the MFR (acraf (B)(4)) decided to perform a device history record review covering the period 2009-2011. No deviations were observed. (B)(4). Based on these data, it is doubtful that the use of alcavis 50 might have caused or contributed to the malfunction. Thus, the MFR confirms that the mechanical problems experienced with the pd transfer set and the resulting peritonitis are most likely not related to the use of alcavis 50. However, based on conservative approach, since the MFR cannot definitely rule out a potential contribution of alcavis 50 to the mechanical difficulty in opening and closing the transfer set, this report is submitted retrospectively.

Event description:
Complaint originating as a result of an email received by baxter corporate surveillance from (B)(6) clinic. "Customer reported they had problems with their transfer sets being difficult to open and close. They began noticing this problem when they started using alcavis. They reported one pt could not get their transfer set all the way shut which caused peritonitis". The pt was diagnosed with peritonitis and hospitalized. Peritonitis was resolved. This event was already reported by baxter (report number 1423500-2011-12559) to the FDA ((B)(4)).